Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred.

Event description:
It was reported this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance of greater than 3000 ohms. A x-ray was performed, and insulation damage on the rv lead was confirmed. The exact cause for the insulation damage was unknown. The rv pacing impedance was again measured in a bipolar configuration, and the impedance value continued to be greater than 3000 ohms. The rv lead was then tested in a unipolar configuration, and all of the measurements were within normal limits. The physician decided to leave the rv lead programmed in a unipolar configuration, and will continue to monitor the patient. No adverse patient effects were reported. Additional information was reported indicating that this rv lead exhibited pacing inhibition. Fluoroscopy confirmed that the lead was torn and a clavicular crush was suspected to have caused a break in the lead. The rv lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance of greater than 3000 ohms. A x-ray was performed, and insulation damage on the rv lead was confirmed. The exact cause for the insulation damage was unknown. The rv pacing impedance was again measured in a bipolar configuration, and the impedance value continued to be greater than 3000 ohms. The rv lead was then tested in a unipolar configuration, and all of the measurements were within normal limits. The physician decided to leave the rv lead programmed in a unipolar configuration, and will continue to monitor the patient. No adverse patient effects were reported.